Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review is not applicable in this case because the defective component (battery pack) was not evaluated or tested in any way during the manufacturing process and the battery pack manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was in excellent condition. Event history log (ehl) showed: battery not working and battery communication timeout (no base hardware failure was found in ehl). Power up process and check the reading of battery were performed and the reported problem was duplicated, due to a defective battery. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced battery, performed power up process and all functional testing passed.

Event description:
It was reported that the pump's system advisory error battery was not working- battery time out. No patient injury was reported.